Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels of 427 mg/dl. The customer reported a no delivery alarm and that the reservoir would not fill with air. The customer also reported that the insulin looked frothy. The customer reported feeling normal. The customer stated that they put in a new infusion set. The customer requested replacement products. No products were returned for analysis.